Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the stylus was non functional. The radiofrequency head connector on the link electronic module (lem) board was loose. The lower hinge plate was broken. The cord bay latch was broken. The company logo button , upper keyboard case, hinges and cover sliding rails were broken. The radiofrequency head cable was worn but functional and the anti slip layer was missing. The printer paper tray was nearly depleted. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. No patient complications have been reported as a result of this event.